Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event can not be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of 1 device for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 13 complaints, regarding 14 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to ensure proper selection of bone punch according to anchor size selection avoid lateral loading while inserting the poplok knotless suture anchor. Maintain proper alignment during insertion of the anchor and disengagement of the driver. The risk of poplok knotless suture anchor breakage during implantation is reduced by following the specified instructions for use listed below. Proper selection and placement of the implant are important considerations in the successful utilization of this device. Proper orientation and alignment of instruments is important during implantation of the poplok knotless suture anchor to minimize possible breakage of the anchor. Breakage of the poplok knotless suture anchor is possible if: a. The bone punch is not inserted to the proper depth, the poplok knotless suture anchor is not properly aligned with the pilot hole, the poplok knotless suture anchor inserter is used for prying. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
Conmed japan reported on behalf of the customer that the ckp-4500, poplok suture anchor, 4.5 mm was being used on (B)(6) 2025 during an arcr procedure when it was reported ¿when the anchor was placed, the tip of the inserter connected to the anchor broke and remained inside the body.¿ further assessment questioning found ¿the user has also suggested removal through reoperation to the patient, but no decision has been made at this time. No medical/surgical intervention was required.¿ the procedure was completed without the use of an alternate device. There was no report of medical intervention, or extended hospitalization for the patient. This report is being raised on reported injury due to the patient retaining a foreign body.